Event description:
It was reported that; nerve root retractor broke when bent.

Manufacturer narrative:
Risk assessment; lot number was not provided and product was not returned, therefore device inspection, device history review and complaint history review could not be performed. The possible root cases for the reported event are: user error - bending the instrument to retract the dura and normal wear and tear of instruments.

Event description:
It was reported that; nerve root retractor broke when bent.